Manufacturer narrative:
Insulin pump passed the operating currents, self-test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display anomaly. The customer¿s blood glucose was 354 mg/dl at the time of incident. Customer¿s parent stated that the customer woke up with an insulin pump blank display and no significant event leading to blank display was observed. No during troubleshooting, customer's parent reported that battery replacement did not resolve the issue and the insulin pump display remained blank. Customer 's parent also reported infusion set bent cannula issue. Customer's parent stated that there was no issue with tape not adhering and that there is an issue with scarred and hardened tissue. Customer was advised of the proper handling infusion set per guidelines. The product is not expected to return for analysis. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.